Event description:
It was reported that the system intermittently failed to boot up thereby resulting in a no x-ray situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The temperature sensor cable, interconnect cable and c-arm cable were evaluated and replaced. The power supply was adjusted to 5.09vdc. The system was tested and found to be working as intended and returned to service.